Manufacturer narrative:
The company service representative examined the system and could not duplicate the complaint. Preventive maintenance was performed. The system was then tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "the system switched from fluid to air on its own" (device operates differently than expected). The nurse reported the system switched from fluid to air on its own. The nurse manually switched it back before it affected the eye. No patient injury was reported.